Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had retry error. A technical support specialist (tss) remotely accessed the station, identified a maintenance and retry issue, and resolved it by following the relevant knowledge article, patient missing on a bd pyxis medstation es steps. The system functioned as intended when the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was in disconnected mode and prevented or nurses from accessing patient profiles and charging medications to patients. However, there were no delays or adverse events or injuries reported based on this event.